Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and a cause for the reported slda in this complaint could not be determined. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. It is undetermined whether the patient anatomy and thus the off-label use of the device contributed to the reported event. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat severe tricuspid regurgitation (tr). One clip was implanted on the anterior and septal leaflets. After deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Two additional clips were placed to stabilize the slda clip, reducing tr to moderate. There was no clinically significant delay in the procedure and no adverse patient effects.